Manufacturer narrative:
(B)(4): multiple x-rays of interbody fusion at l3/4, l4/5, and l5/s1 noted with good initial position. L3 level at 6 weeks shows ventral migration of device cover plate marker. Device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a spinal procedure to implant interbody devices at l3-l4, l4-l5, and l5-s1. The cover plate appears to have backed out from the cage about 3-4 mm on the 6 week's x-rays. It was reported that the cover plate was checked prior to closing wound to ensure it was seated. No pt complications were reported. No revision surgery is reported at this time.